Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tvt retropubic) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (tvt retropubic) used in this procedure? Citation: int urogynecol j. 2013; 24: 1271¿1278. Doi: 10.1007/s00192-013-2058-2 (B)(4).

Event description:
It was reported via journal article; "title : long-term follow-up of the retropubic tension-free vaginal tape procedure" author: rune svenningsen & anne c. Staff & hjalmar a. Schiøtz & kari western & sigurd kulseng-hanssen citation: int urogynecol j. 2013; 24: 1271¿1278. Doi: 10.1007/s00192-013-2058-2. Retropubic tension-free vaginal tape (tvt) was introduced in 1996 as a new and innovative surgical approach in the treatment of stress urinary incontinence (sui). In this study, the authors evaluated the long-term objective and subjective outcomes in a non-selected patient population 10 years after the retropubic tvt procedure. A total of 483 women (age: 36 to 97 years old; bmi: 17 to 51) were operated with retropubic tvt at four gynecological departments from september 1998 through december 2000. It was reported that tension-free vaginal tape from gynecare tvt (ethicon) was used. Reported immediate complications post-surgery included hematoma (n-12), superficial infection (n-3), deep infection (n-4), bladder perforation (n-6), urethral injury (n-1), major bleeding (n-2), and postoperative vaginal mesh exposure (n-3). At long term follow-up, other reported complications included post-void residuals (n-11), asymptomatic vaginal mesh exposure (n-4) and was surgically handled (excision of the exposed part of the tape and then re-suturing of the vaginal wall after mobilizing the edges of the defect in 3 cases, subjective voiding difficulties (n-107), recurrent urinary tract infection (n-11), persistent painful voiding (n-5), and de novo urgency incontinence (n-15). In conclusion, the study demonstrates excellent objective and subjective outcomes and a low number of re-operations in a non-selected cohort of women 10 years after retropubic tvt. The fact that these outcomes are found even when numerous surgeons have performed the operations, illustrates the robust properties of the procedure. The small but significant decline in treatment satisfaction 10 years after surgery, despite no difference in objective cure rates may be explained by an increase in urgency incontinence symptoms caused by advancing age.